Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this device and non boston scientific right ventricular (rv) and right atrial (ra) leads exhibited possible intermittent noise which was being oversensed. Technical services (ts) noted there was possible premature ventricular contraction (pvc). The presenting electrogram (egm) showed intermittent noise in addition. The physician was continuing to monitor. Ts recommended discussing further to see if there should be any action with the non boston scientific leads. This device remains in service. No adverse patient effects were reported.